Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the stapler opened its jaws when the green safety release was pressed. No patient injury was reported.